Event description:
It was reported that the external pulse generator's ventricular wire pulled out and would not stay in place. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer's comment that a ventricular wire pulled out and would not stay in place. Analysis did find that the upper case, battery release, ring cover, battery drawer and battery drawer o-ring were contaminated, the lower case was broken and contaminated, the battery contacts were compressed, the ring was bent and the liquid crystal display was out of specification. All found defective parts were replaced. (B)(4).